Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event on september 26, 2022. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Operator of device was estimated as health care professional based on the event details. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on an unknown date. During the procedure, the patient's rectal wall was pierced and spaceoar hydrogel went through it. The patient experienced intensive rectal pain. The patient was treated with narcotics until the spaceoar dissolves. The patient is uncomfortable when sitting, driving, and walking at 7 weeks after placement. Boston scientific has been unable to obtain additional information regarding this event, despite good faith efforts.